Manufacturer narrative:
(B)(6) warehouse report that "label was placed over another label" was confirmed. As received, the shelf box packaging tamper seal was broken. It was observed that the serial number on the label of the shelf box (B)(4) did not match the serial number on the labeling that was on the ring packaging tray (B)(4). The ring packaging tray was found to have another label underneath that had the matching serial number to the ring inside (B)(4). As received, the bottom left corner of top label of ring packaging tray had been slightly peeled back. Top label of ring packaging tray had serial number "(B)(4)" printed on it and appeared to have incomplete printing. Ring packaging tray was sealed and the ring ID tag had serial number "(B)(4)" printed on it. Sticker labels within the shelf box had serial number "(B)(4)" printed on it, matching the shelf box packaging and top label of the ring packaging tray. Photos attached by complaint owner were consistent with lab findings.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Most labeling issues have little potential for patient injury, such as incorrect lot number or typographical error. Exceptions may include those that have errors in the size of the device or shelf-life of the product. In this case, a label was placed over another label with a different size ring. This is a confirmed supplier-related defect because the over-label and sticker label printed and attached/included did not match the serial number or size of the actual device. A root cause has not been determined at this time, but incorrect line clearance and product verification when over-labelling may have contributed to the issue. An investigation has been opened for this issue and an awareness communication has been performed.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Most labeling issues have little potential for patient injury, such as incorrect lot number or typographical error. Exceptions may include those that have errors in the size of the device or shelf-life of the product. In this case, a label was placed over another label with a different size ring. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported by a warehouse that a label was placed over another label was detected during an incoming product inspection. The serial number indicated on the shelf box is different from the serial number indicated on the ring tray. Since there were two products which had the same serial number, it was suspected that one of them could have the different serial number, so the box was opened intentionally by an inspector to see the s/n on the product inside.